Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. No anomalies found during review of performance data collected from the device. Technical service indicated that operation was as expected.

Event description:
It was reported that the device was delivering safety paces before episodes of ventricular fibrillation. The technical consultant stated that the short ap-vp interval was actually backup pacing, not safety pacing. The vs between the last a-a interval had not been considered valid because it was 30 msec following the first ap, and thus the device delivered backup pace. The doctor feels that this backup pace was proarrhythmic in this patient, causing two episodes of ventricular fibrillation. The device remains in use. No further patient complications have been reported as a result of this event.